Manufacturer narrative:
The following devices were also listed in this report: size 5 accolade ii 132 deg, cat # ,6720-0535, lot # 62642801, 28 mm std lfit v40 head, cat # 6260-9-128, lot # 58932602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left hip replacement done on (B)(6) 2018. Patient reported soreness, tenderness, pain, metallic taste in mouth and is currently using a walker. Patient would like to know if her implants were part of a recall.